Manufacturer narrative:
Pt info not available at time of this report. Software investigation still in process. Site has had successful cases since this issue has occurred.

Event description:
A medtronic ent rep reported that the surgeon alleged a 4mm inaccuracy during an ent procedure. The surgery was completed as planned. There was no impact on pt outcome.